Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat v vacuum stabilizer system, std. They had an issue with one of the blades that attaches to the retractor. A black piece came off and fell into the chest. They were able to retrieve the piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure using acrobat v vacuum stabilizer system, std. They had an issue with one of the blades that attaches to the retractor. A black piece came off and fell into the chest. They were able to retrieve the piece. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Outcome attributed to ae. Internal complaint number: (B)(4). Autonumber # (B)(4). The standard blades device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Sign of blood were observed on both blades. The left side and the right side standard blades were returned. There were no defects or any non-conformities with the right side of the blade. Upon observation the third retainer suture on the left blade on the proximal end was missing. The suture was not returned. No other visual defects were observed for the left blade. Based the returned condition of the device and results of the investigation the reported failure "detachment of device or device component" was confirmed. The DHR for the suture holder-foam subassembly was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.